Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer initially could not reset pump due to lack of charging cable, then later called back and, with support from technical support, reset pump, confirmed malfunction did not recur, was advised pump could continue to be used, and was instructed to call back if malfunction returned.